Event description:
It was reported that the patient underwent a surgical procedure to explant the cuff of this artificial urinary sphincter (aus). The cuff was explanted and replaced with a larger cuff. There were no patient complications reported.